Event description:
Robotic cholecystectomy case performed. During the case attempts were made to insert a specimen pouch through a bariatric laparoscopic 12 mm trocar. Unable to insert the pouch. Surgeon tried to insert the specimen pouch when he discovered the trocar was broken. Surgeon made a bigger incision at the port site to retrieve the broken end of the trocar from the patient's abdomen. The one piece was retrieved and two pieces lined up confirming there were no retained plastic pieces. Staffing doctor aware. Charge nurse notified.